Event description:
Heartmate 2 presents with first gastrointestinal bleeding event post-left ventricular assist device (lvad) therapy in the setting of international normalized ratio (inr) 2.8 and aspirin therapy. Three units of transfused blood required. Endoscopic evaluation revealed bleeding gastritis as bleeding source, and treated with argon therapy.